Event description:
Reporter indicated a vns pt had increased seizures, along with loss of consciousness at times. A battery life estimate revealed the generator had -1.92 years remaining, indicating likely end of service. The pt later had generator replacement surgery. Follow-up with the explanting hospital revealed the generator had been discarded. All attempts to the reporter for further info have been unsuccessful to date.